Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. It was reported that the patient was unable to charge the ins past 50%. The patient charged the ins the night before with full coupling, and it took 3 ¿ 4 hours to go from 25% battery level to 50%. The patient tried to charge the ins the following morning and the battery was not charging past 50%. The patient believes that there is something wrong with the ins battery and that it needs to be replaced. No symptoms or complications were reported.